Manufacturer narrative:
The insulin pump passed the displacement test, self test and active current measurement. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. The pump was received with a cracked case (battery tube) and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they did receive low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.